Event description:
It was reported that an ps insert trial broke in half during a primary knee surgery - sales rep was not present at the case and this was noticed when sales rep was putting the set back together.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon standard insert trial was reported. The event was confirmed. A visual inspection of the device confirms the reported fracture. No material or manufacturing defects were identified. Device history review indicated all devices accepted into final stock conformed to specification. Complaint history review indicated there have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product.

Event description:
It was reported that an ps insert trial broke in half during a primary knee surgery - sales rep was not present at the case and this was noticed when sales rep was putting the set back together.